Manufacturer narrative:
Product analysis: drawing(s) referenced: (B)(4) rev. Ac. As found condition: apollo catheter was returned for analysis within shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the apollo total and usable lengths were measured to be within specification. The 3.0cm detachable tip was found to be detached from the apollo micro catheter. However, the detachable tip was appeared to be broken. The broken/missing part was not returned for analysis. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the useable and distal length of the apollo micro catheter is within specification as the detachable tip was found to be broken. The apollo catheter hub was found to be occluded with onyx. The catheter body appeared to be kinked at ~37.6cm from catheter hub. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation¿ was confirmed as the detachable tip was found to be broken. However, the root cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specification ns during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microcatheter broke in the middle section. The break was found during use. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken segments, about 10 cm, remained in the patient. There were no patient symptoms or complications associated with the event. The device and accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm it was noted the patient's vessel tortuosity was moderate. Ancillary devices include an onyx.